Event description:
Caller reported that the pump's quick bolus and wake button was difficult to press, sometimes requiring multiple attempts to activate the screen. The customer's blood glucose level was 501 mg/dl due to this issue. The customer performed a correction injection using multiple daily injections (mdi) and did not require third-party assistance. Technical support instructed the customer on how to press the button effectively and later decided to replace the pump. Reportedly, customer reverted to manual injections for insulin therapy.